Manufacturer narrative:
The account found the side rail center arm was damaged. The account replaced the side rail center arm assembly to resolve the issue.

Event description:
The account alleged the side rail did not latch. No injury reported.